Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6).. Batch: 7070971/7071059.

Event description:
It was reported that the patient has not received adequate pain relief despite multiple reprogramming. Lead migration was confirmed through fluoroscopy. The patient underwent a revision procedure wherein the ipg and leads were replaced and was doing well postoperatively. The explanted products were kept by the facility and was disposed.